Manufacturer narrative:
(B)(4). Additional information was received that the lead site fracture was located inside of the patient. Additional suspect medical device components involved in the event: model #: sc-2316-50e serial # (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead fractured at the end of their trial procedure. The patient underwent a revision procedure wherein the lead was replaced.

Event description:
A report was received that the patient's lead fractured at the end of their trial procedure. The patient underwent a revision procedure wherein the lead was replaced.